Event description:
A physician has had one occurrence of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens. This particular pt had a phaco, clear corneal, cataract extraction, left eye 11/11/99. The pt subsequently developed what the surgeon describes as a moderate hypopyon infection 11/15/99 leading to a vitreous aspiration with negative culture results. The pt's last visit 12/09/99 the visual acuity was 20/30 and given an excellent prognosis.